Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 71 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage b shock. The underlying medical history was not shared. The pump was supporting when there was limb ischemia diagnoses. The product was occlusive and so the team placed perfusion with an external bypass. After the day of support the team explanted the pump due to the ischemia and later performed a fasciotomy. The reported ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The patient noted to survived after the wean/explant of the pump.

Manufacturer narrative:
Ppae/ischemia: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional event information states that a reperfusion sheath was attempted, but leg still ischemic. Cp was explanted due to ischemia. Fasciotomy was performed, but no amputation.